Event description:
A peritoneal dialysis patient's husband called fresenius technical support stating they were in dwell 1 and his wife was feeling dizzy and was short of breath and wanted to get to a drain on the liberty cycler. The patient's husband stated that the patient has been ill lately and today was constipated. The cycler had just completed fill 1 when this happened and the patient had gotten up to go to the bathroom. The patient has had this cycler for about two weeks and the patients husband stated that treatments had been going fine up until today. There were no issues in set-up. Patient's husband declined a replacement cycler. Technical support advised the patients husband to contact the on call pd nurse to find out what to do. The patients husband asked for help canceling treatment. He said he would contact the pd rn for further instructions. Later follow up calls revealed the patient had been admitted to the hospital on (B)(6) 2013, where dialysis modality was changed to hemodialysis. Patient expired on (B)(6) 2013 due to a cardiac arrest.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Multiple attempts were made to obtain patient medical records along with the identity of the hemodialysis machine manufacturer but efforts were unsuccessful. A medical review was performed on the available information and the cause of the event is undetermined.